Event description:
The customer reported that they have been experiencing leak at the air vent of the drip chamber after 7-8 hours of tpn infusion. The report suggests that they were using the set with the air vent opened and since they have started using the set with the air vent closed, they have not experienced any more leakages. From the reported info, there are no indications of serious injury to the patient or user as a result of this incident. No add'l info provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). This report was filed by the manufacturer. Although requested, the affected product has not been rec'd. A f/u report will be submitted with failure investigation results should the affected product be rec'd for evaluation. The model#/catalog# is a carefusion product which is same or similar to a device that is approved for sale domestically.